Event description:
An endurant ii stent graft system was implanted for the treatment of an 50mmx80mm in diameter rcia aneurysm and an ectatic/aneurysmal lcia. It was reported that the physician¿s plan was to coil the right hypogastric artery and to then deploy the bifurcated main body, contra limb, and ipsilateral extension. His plan was to extend stent graft coverage into the reia due to the rcia aneurysm extending past the right hypogastric takeoff. The physician successfully placed 1 coil into the right hypogastric artery, but was unable to maintain access in the right hypogastric, and could not deploy the planned second coil. Following this, the physician successfully place bilateral lunderquist wires in the proximal descending thoracic aorta, in order to deliver the stent graft components. The main body 28x16x166 was delivered up the right side and was successfully deployed. The contralateral gate was cannulated and a 16x28x93 was deployed in the lcia. The physician then performed an angiogram showing a distance of 95mm from 3cm above the distal ro marker on the main body ipsilateral limb his desired landing zone in the reia. A 16x13x93 graft was then deployed in rcia extending into the reia. Over 3cm of overlap was observed between the main body ipsilateral limb and the ipsilateral extension. After successful deployment, the physician ballooned with another manufacturer¿s balloon the proximal portion of the main body, areas of overlap, and the distal portion of each the iliac extension and the contralateral limb. The physician then performed a final angiogram. The physician stated he was concerned he had landed in a slight bend of the reia and wanted to place an atrium icast stent in the distal portion of the 16x13x93 to reduce the risk of a future limb occlusion. The physician switched the lunderquist wire for a magic torque wire on the right side, and the icast stent was successfully deployed. The physician then completed another angiogram and observed that the 16x13x93 limb had separated from the ipsilateral limb of the main body causing a type iii endoleak. The distal portion of the 16x13x93 had stayed where it was landed, and the proximal portion had been pulled several centimeters down from the ipsilateral limb of the main body. The physician stated that the size of the rcia aneurysm or tortuosity must have caused the disjunction. He switched back to the lunderquist wire on the right side, and then deployed a 16x13x124 graft to bridge the gap between the ipsilateral limb of the main body, and the disjoined 16x13x93. He ensured he had sufficient overlap both proximally and distally with the 124 length graft, and successfully deployed the graft. He removed the lunderquist wire and completed another angiogram, and he observed that the 16x13x124 graft had stayed where it landed proximally, but that the distal portion was disjoined from the proximal portion of the 16x13x93 graft, again causing a type iii endoleak. The physician asked for a longer limb, and was told there was a 16x13x156 or a 16x16x156. He chose the 16x16x156 and prior to delivering the graft he switched to an amplatz wire, to try and mimic the native anatomy / tortuosity that he believed the lunderquist was straightening out too much. The 16x16x156 was overlapped several centimeters into the 16x13x124 graft proximally, and several centimeters into the 16x13x93 distally. This graft was deployed successfully. The physician completed another angiogram, and observed the entire graft to be free from all endoleaks. He deemed the evar a success. No additional clinical sequelae were reported and the patient is fine. The physician believes during the evar procedure performed, the patient's leg was embolized and that a thrombectomy was performed but was unsuccessful. He stated that the patient will likely undergo an amputation of the right leg in a future procedure. The physician stated that due to the challenging anatomy, the procedure was difficult. There was not a kink in the stent graft. The distal end had landed slightly in a bend, and the surgeon decided to place an icast in it only as a precautionary measure. A review of returned cta¿s from pre-implant revealed that the patient had a very large right common iliac artery, and no aaa. The proximal neck flow lumen diameter was 22mm and the distal aortic diameter was 22mm; the aorta was very calcified. The flow lumen centerline within the rcia aneurysm was angulated approximately 130 deg to the abdominal aorta. The maximum size of the rcia was 5.6cm in diameter x 10cm in length, and contained thrombus (2-4cm flow lumen diameter). The aorta and iliacs were also extensively calcified. The right external iliac diameter ranged from 10-11mm. The takeoff of the left common iliac artery ranged from 15-25mm. The femoral arteries were also noted to be calcified bilaterally. Films during and post implant were not provided, therefore the reported events could not be assessed. The cause of the stent graft component separation could not be determined; however, this appears likely anatomy related due to the severely tortuous and angulated right common iliac artery. The use of another manufacturer¿s stiffer guidewire during the procedure may have also contributed. The likely cause of the embolization is uncertain. It is possible that the patient¿s pre-existing anatomy (severely calcified and thrombus filled anatomy) may have contributed.

Manufacturer narrative:
(B)(4). Conclusions: off-label, unapproved, or contraindicated use (treatment of bilateral iliac aneurysm (no aaa).